Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the returned unit. There was slight evidence of blood on the device. A functional test was conducted to determine if there is a mechanical failure with the knob. The knob was tightened to lock the flex link arm in place. No non-conformities were found during the functional testing. Based upon these findings, the reported complaint "knob just kept spinning" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the om-10000 hooked on the retractor fine, but when they tried to tighten it up, the knob just kept spinning. A new kit was used to complete the procedure. There were no pt effects. The product was returned.